Event description:
The customer reported a speaker malfunction inop error message on the intellivue x3 patient monitor. It is unclear if the device was still able to emit sound at the time of the event. It is unknown if the device was in clinical use at the time of the event. No adverse event or patient harm was reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. (B)(6).

Manufacturer narrative:
The philips remote support engineer (rse) provided a quote to the customer for on site visit and device evaluation. The customer stated that the device evaluation is no longer required as the issue only occurred once and the device is currently operating as intended again. The customer did not provide additional information of the specific problem description and the resolution. Due to the lack of available information, the exact cause for the reported issue remains unknown. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.